Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received differences between sensor and blood glucose level readings. The customer also reported that she recently had a blood glucose level of 36 mg/dl for which she did not receive an alarm. Blood glucose level at the time of the call was 109 mg/dl. The insulin pump was not replaced or returned for analysis.